Event description:
New information received notes that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right atrial (ra) lead was oversensing noise.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead was sensing noise. No intervention was reported. The patient was in stable condition.